Event description:
It was reported that the secondary infusion flowed into primary while using the bd alaris¿ pump module smartsite¿ infusion set. The following information was provided by the initial reporter: secondary infusion flowed into primary.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the secondary infusion flowed into primary while using the bd alaris¿ pump module smartsite¿ infusion set. The following information was provided by the initial reporter: secondary infusion flowed into primary.

Manufacturer narrative:
Investigation summary. No product or photo was returned by the customer. The customer complaint that the secondary infusion flowed into primary could not be verified due to the product not being returned for failure investigation. A device history record review for model 2426-0007 lot number 20057139 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 20jan2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.